Event description:
The customer reported that when he would have his phone next to his insulin pump it would not deliver insulin, but when he moved his phone away from the pump, it would deliver. The customer stated that he tested this by increasing basal rates and watching the insulin deliver on a napkin. He stated the napkin would stay dry when his phone was near but when he would take the phone away, the napkin was wet. The customer declined to provide his blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.